Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 64 mg/dl. The customer was assisted with troubleshoot and the drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to perform a21 error test, excessive no delivery test or occlusion test due to motor error loop also, unable to confirm motor position encoder error due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The drive support disk was inspected and no anomalies noted. The insulin pump had corroded battery tube, cracked case at the display window corners, broken belt clip slot, broken battery tube threads and minor scratches on the lcd window.